Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump was returned with moisture behind the display lens. Unrelated to the original complaint, the pump powered on to a blank display. Moisture was found in the battery compartment, and a leak test failed due to two cracks in the battery compartment; one starting at the threads to the left side of the grip pad, and the second at the bottom right corner between the keypad and the pump seal. The pump was opened and moisture was observed throughout the pump casing.